Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had 2 events where they went low at night while in pump auto mode. On (B)(6) 2017 they had blood glucose of 54 mg/dl at the time of the incident. The customer was at 101 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer's doctor told them the pump may have delivered in auto mode as it was trying to learn how to control their levels. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also went up high as 350 mg/dl before crashing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. Insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Insulin pump was then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at insulin pump display matched properly with the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.